Event description:
Complainant alleged that during biomed dept's routine testing and preventative maintenance of the device, the device intermittently powers up. The complainant indicated that there was no pt involvement in the reported failure.